Manufacturer narrative:
(B)(4). Concomitant medical products: unknown stem ¿ unknown part and lot, unknown shell ¿ unknown part and lot. The customer has indicated that the product will not be returned to zimmer biomet for investigation as the product is unknown. The investigation is in process. Once the investigation has been completed a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 09676.

Event description:
It was reported patient underwent left hip revision approximately 1 year post implantation due to pain, necrosis, inflammation, elevated metal ion levels, and tissue and bone destruction. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.